Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, fridge lock broken. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-may-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator lock was broken. A field service engineer (fse) identified that the pass was rubbing against the bottom of the housing opening. Removed the hasp and old tape, applied new tape, and reinstalled the hasp centered within the housing. Tested functionality in hardware test application and confirmed the customer was able to successfully recover. The system functioned as intended after the field service engineer repaired the device.